Event description:
The physician was attempting to stent the subclavian artery. The visi-pro stent came off of the balloon prior to being deployed and traveled down the aorta. Another physician was notified and came and retrieved the stent. The stent was retrieved from the aorta and deployed in the right iliac. No harm to the patient.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will submitted. This complaint was received via medwatch form reference uf/importer report (B)(4).